Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-12981. It was reported the pt was implanted with an ipg and a lead on (B)(6) 2013. The physician's office reported the procedure was uneventful and no complications were noted or documented. The pt was released to a nursing facility. It was reported the pt has died. The date and cause of death is unk.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.